Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under sap material ID 1706972, gentlecath ic tiem ch12x405mm(1x100pk)us and manufacturing lot #2e02498 in amount (B)(4) pcs in june 2022. The product was packed according to the instruction for packing g905703 packaging products on packaging machines. Lot was packed on packaging machine p016. Per complaint "consumer states he got a uti as he has had to wash and reuse multiple unbent catheters from his most recent order of monthly catheters.¿ these are single use catheters, not catheters for multiple use so they cannot be washed and reused again. The catheters were not used according to IFU 1336288a1. No other complaint of this nature has been received on the lot 2e02498. This issue will be monitored through crb and the post market product monitoring review process, sop-000741. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site:3005778470.

Event description:
To date no additional patient or event details have been received.

Event description:
End user reports he washes and reuses some of the unbent catheters and recently got a uti due to this practice he said. He said he got his uti a few weeks ago after doing this and had frequency, urgency and pain, went in for urine testing was positive for uti and md did prescribe antibiotics for this.

Manufacturer narrative:
Sex: male. Age: 80 years. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).